Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the loss of images was a result of a temporary abnormality in the communication of the optical module. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image displayed and error e117 occurred from the video processor during preparation for a diagnostic procedure. The issue was resolved by reconnecting the scope and by turning the power on and off. The procedure was completed using the same device. There were no reports of patient harm.